Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient was unable to connect to his ipg following an unrelated surgery on (B)(6) 2017. The "generator is not pair with this ipad" message was displayed. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient underwent surgery on (B)(6) 2017 to have their ipg explanted and replaced.